Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device needed to be serviced. During servicing it was found that the device had a "hose damage (excluding rupture) / hole/cut in hose." It is unk if the device was being used during surgery. It is unk if there was user or patient injury. There was no additional info provided.